Manufacturer narrative:
Device is a combination product. Updated describe event or problem. Device evaluated by MFR.: promus premier ous mr 4.00 x 24 mm stent delivery system was returned for analysis. Visual examination of the stent found evidence of damage with struts on the distal end bunched proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed signs of damage. Visual and tactile examination of the hypotube found no issues. Visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 24 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent was damaged when it was extended in the catheter port entrance. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that the target lesion was located in the right coronary artery.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 24x4.00 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent was damaged when it was extended in the catheter port entrance. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.